Event description:
On (B)(6) 2011 customer reported there was a leak of clear fluid dripping from underneath the hmx autoloader instrument. Customer was wearing personal protective equipment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the rinse block on the blood sampling valve (bsv) was loose and obstructing proper bsv movement. Fse tightened the rinse block. There was no further evidence of leaking. Repairs were verified as per established procedures, and results met published performance specifications.

Manufacturer narrative:
(B)(4).